Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record. Device history lot manufacturing location: supplier ¿ (B)(4)/ inspected, packaged and released by: monument release to warehouse date: 30-mar-2017 part number: 319.006, depth gauge for 2.0mm and 2.4mm screws lot number: ft00419 (non-sterile) lot quantity: 250. Purchased finished goods traveler met all inspection acceptance criteria. Certificate of compliance supplied to flextronics by avalign dated 07-mar-2017 was reviewed and determined to be conforming. Certificate indicates that the lot was accepted by flextronics 08-mar-2017 via source inspection. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Packaging label log lppf, lmd/lpf rev f was reviewed and determined to be conforming. Note: only the sample size of 29 pieces needed to be repacked / labeled. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition device history batch null, device history review 10-dec-2019. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. H3, h6: investigation summary background: it was reported that on (B)(6) 2019, during the inventory of the radius set, it was noticed that the metal extension of the depth gauge for screws in the set was broken off and unusable. It is unknown if there was procedure or patient involvement. This complaint involves one (1) device. Investigation flow: damage. Visual inspection the depth gauge for 2.0mm and 2.4mm screws (part # 319.006 / lot # ft00419) was received at us cq. The needle of the depth gauge was broken, the threaded portion remained in the body of the depth gauge. No fragments were returned. The assembly was also missing its protection sleeve component. The received condition was consistent with the complaint condition thus the complaint was confirmed. The needle was broken, and the protection sleeve was missing. Document/specification review: conclusion: the overall complaint was confirmed for the received depth gauge for 2.0mm and 2.4mm screws as the needle was broken and the protection sleeve was missing. Although no definitive root-cause can be determined, it is possible the device experienced unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in USA as follows: it was reported that on (B)(6) 2019, during the inventory of the radius set, it was noticed that the metal extension of the depth gauge for screws in the set was broken off and unusable. It is unknown if there was procedure or patient involvement. This complaint involves one (1) device. This report is for one (1) depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 1 for (B)(4). .